Manufacturer narrative:
The customer complaint that the unit failed the rotor error alarm section of the performance verification was confirmed. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed the rotor error alarm test and alarmed for feed error instead. Service found that the unit failed the rotor error test alarming for flow error after 2 minutes.